Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, it was found that the channel was clogged. The issue occurred during reprocessing and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to foreign material found clogging the nozzle. Due to damage on the up/down knob and a crack on the control unit, water tightness was lost. The scope connector cover had a scratch, the grip had a scratch, the forceps channel port had a dent, the switch box had a scratch, and the right/left knob had a scratch. Additionally, the stopper was deformed, the light guide (lg) cover glass had a scratch, the plug unit and scope connector cover unit both had scratches, and the scope connector case unit had a dent. Due to clogging of the air water tube, the air supply volume did not meet the standard value, no water was fed due to clogging of the nozzle; due to wear of the angle wire, the bending section could not be bent to the right at all, the image guide protector had a scratch, the plastic distal end cover was deformed, the lg lens had a scratch, the adhesive on the bending section cover had a crack, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.